Event description:
Implant fracture at/after delivery.

Event description:
Implant fracture at/after delivery of results of the investigation has concluded in an update that is provided in this follow-up report.